Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe cramping') and appendicitis ('appendix inflammation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicectomy. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced appendicitis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), root canal infection ("root canal"), headache ("headaches"), alopecia ("hair shedding"), tooth fracture ("teeth breaking"), arthralgia ("hip pain"), back pain ("lower back pain"), hypertension ("high blood pressure"), menstruation irregular ("irregular cycle") and endometriosis ("endometriosis") and underwent tooth extraction ("tooth removed"). The patient was treated with surgery (full hysterectomy and appendix removed) and two crowns. Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, tooth extraction, root canal infection, headache, alopecia, tooth fracture, arthralgia, back pain, appendicitis, hypertension, menstruation irregular and endometriosis outcome was unknown. The reporter considered alopecia, appendicitis, arthralgia, back pain, endometriosis, headache, hypertension, menstruation irregular, pelvic pain, root canal infection, tooth extraction and tooth fracture to be related to essure. The reporter commented: inflammation could've been an allergic reaction due to nickel in essure. Concerning the injuries reported in this case, the following ones were reported via social media- root canal, tooth extraction. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-apr-2022: pif received. Reporter information, patient db, medical history, product indication, insertion and removal dates, product removal details, events: headaches, hair shedding, teeth breaking, hip pain, lower back pain, inflammation, high blood pressure, irregular cycle, severe cramping, endometriosis, rcc added. Case become serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe cramping') and appendicitis ('appendix inflammation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicectomy. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced appendicitis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), root canal infection ("root canal"), headache ("headaches"), alopecia ("hair shedding"), tooth fracture ("teeth breaking"), arthralgia ("hip pain"), back pain ("lower back pain"), hypertension ("high blood pressure"), menstruation irregular ("irregular cycle") and endometriosis ("endometriosis") and underwent tooth extraction ("tooth removed"). The patient was treated with surgery (full hysterectomy and appendix removed) and two crowns. Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, tooth extraction, root canal infection, headache, alopecia, tooth fracture, arthralgia, back pain, appendicitis, hypertension, menstruation irregular and endometriosis outcome was unknown. The reporter considered alopecia, appendicitis, arthralgia, back pain, endometriosis, headache, hypertension, menstruation irregular, pelvic pain, root canal infection, tooth extraction and tooth fracture to be related to essure. The reporter commented: inflammation could have been an allergic reaction due to nickel in essure. Concerning the injuries reported in this case, the following ones were reported via social media- root canal, tooth extraction. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 5-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.